Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the gui central processing unit (cpu) printed circuit board (pcb), backlight inverter printed circuit board (pcbs) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
Covidien received info stating that the lower graphic user interface (gui) display on an 840 ventilator was unreadable and erratic. The ventilator was not in use on a pt at the time the malfunction occurred.